Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause * inadequate verification and validation activities of the crimping process * single pull test did not provide stability of process * evidence was not provided when requested for maintenance of records or crimp tools * no crimp cross-sections provided". The device was evaluated upon receipt. The hot side connection between the ac power inlet module and the ac main voltage card has blackened and is melted. Replaced the ac main voltage circuit card and ac power inlet module. The device passed all applicable testing and is ready for use. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. Labeling review is not required because labeling could not have prevented this issue. CAPA #1405844 has been opened for this failure. Refer to the CAPA for further action. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 15 (unable to obtain a stable patient temperature). It was determined that the device had a failed isolation circuit card. Per sample evaluation results received via task on 12may2025, it was reported that the hot side connection between the ac power inlet module and the ac main voltage card has blackened and was melted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 15 (unable to obtain a stable patient temperature). It was determined that the device had a failed isolation circuit card. Per sample evaluation results received via task on 12may2025, it was reported that the hot side connection between the ac power inlet module and the ac main voltage card has blackened and was melted.